Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for spinal pain. It was reported that a patient's pump was alarming for low reservoir, though the patient had a refill completed on monday. The patient continued to hear an alarm from the pump approximately every hour. The company rep mentioned that the pump was checked twice this week, and no alerts or error codes were visible in the logs. The company rep wanted to know how to address the ongoing alarm issue. Technical services educated the company rep about the possibility of a pending active alarm displayed on the home screen and explained how to toggle off the alarm and update the pump. The company rep confirmed understanding and stated she would see the patient today to address the issue. Technical services successfully walked company rep through the steps of addressing the active alarm and updating the pump. No further issues reported.